Event description:
The patient (pt) reported seeing a software problem on their controller (the data on the software problem screen was not provided). It was noted that at first the device was charged for about 3 days, but recently, it had only been charged for 1 day however, the details could not be obtained due to personal circumstances. The controller was reset, which resolved the software problem message. The pt increased the strength of the stimulation but reported they still felt pain. It could not be confirmed if the pt was using adaptive stim programming. The pt was redirected to see their healthcare provider. Additional information was received from a manufacturer representative (rep). Input date: it was clarified that the "device was charged for about 3 days, but recently, it had been charged for 1 day" means the device could be used 3 days by one time recharging, but now only 1 day. No further information was available.

Manufacturer narrative:
G2: japan continuation of d10: product ID 97745 lot# serial# (B)(6), .product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.